Event description:
According to the reporter: during setting of a reinforcement plate the staples did not close. The plate was held with threads. The operating time was extended by 30 to 45 minutes.

Manufacturer narrative:
.